Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer had a high blood glucose level of 530 mg/dl. It was also noted that there was a pump error found in the alarm history. The caller stated that they were able to bolus and get insulin. The caller stated that the doctor was adjusting her settings  due to her fluctuating blood glucose. The device will not be returned for analysis.